Event description:
The customer reported an error alarm. During the call the customer stated that they were hospitalized for high bgs and they also kept receiving no delivery alarms. The customer has been experienced low bgs in the mornings. The customer mentioned that they have a recent change in medication and has a cold.